Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left lateral lobectomy of liver, while disconnecting left hepatic vein, the surgeon was able to press the green button, but the device was unable to fire and squeeze the handle. The device was replaced with a new one to resolve the issue and complete the case. No patient injury.